Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the primary plumset snapped off. It was reported that the pt's IV had just been inserted. At that time, the nurse connected the primary plumset to the unspecified blue intravenous intermittent device to deliver an unspecified antibiotic. The customer contact reported that while the nurse was programming the pump, an unspecified volume of blood was noted at the intravenous intermittent device on the pt's arm. It was reported that the tip of the primary plumset had broken off into the blue intravenous intermittent device. No specific details were provided. The primary plumset and intravenous intermittent device was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No add'l info was provided.